Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pyxis 5-094 had been getting slow recently to the point when user authentication when logged with biometric identifier. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pyxis 5-094 had been getting slow recently to the point when user authentication when logged with biometric identifier. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced intermittent slowness, including bio metric identifier (bio ID) login timeouts and delayed application response. A technical support specialist initial attempts to remotely access the station failed due to a remote support system (rss) timeout. Rss restart packages were successfully deployed, after which remote access was restored. Log review showed user authentication completed within milliseconds at the time of review. The station network speed was changed to half duplex and the station was restarted. Customer confirmed login performance improved significantly after the network speed adjustment, with no further slowness observed. The system functioned as intended after the technical support specialist troubleshot the device.